Manufacturer narrative:
Additional information: follow up with the account was done and the surgeon reported that the patient is no longer complaining about his vision. The surgeon said he did nothing to correct the original problem and feels that it has resolved itself.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. Complaint cannot be confirmed. Manufacturing records review: since the serial number is unknown the manufacturing process record could not be evaluated. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable as the lens remains implanted (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that patient was implanted a zmb00 intraocular lens. Patient had very normal topography and low pre-operative corneal cylinder (0.40 d). Patient presented post op with 2.50 diopters of cylinder. Lens is centered, in the bag and without tilt.